Event description:
Follow-up x-rays showed movement in the implant. The surgeon had to go back in to evaluate. He found a loose rod due to the set screw not being fully engaged. New set screws and a rod was replaced.